Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a passy-muir valve (pmv) trial, patient oxygenation levels dropped and the trial was immediately discontinued. The patient was unable to get adequate tidal volumes on a ventilator and it was immediately determined that the tracheostomy may then be in an accurate position. The patient had vomited copious amounts of tube feeding and gastric content into the patient's airway. Emergent bronchoscopy showed the tracheotomy tube had dislodged in the false lumen and no tracheal rings were identified. After re-insertion of the tracheostomy, a second scope pass confirmed the placement into the trachea with visualization of the rings. At the level of the carina, main segments were identified to be in severe bronchospasm and there were copious thick gastric aspiration material found. While the airway was being established, the patient became hypoxic and went into pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was initiated per protocol. Despite medical management, the patient was unable to be ventilated and oxygenated. The patient continued to go into pea arrest, was unable to be resuscitated, and died.